Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information received from the rep: the patient was a (B)(6) male. During the nephrectomy was using the device and on the first firing with a white reload. The surgeon was firing across the renal vein. He closed the device and claims the tissue was in the middle of the jaws. The closing trigger was closed, heard a click, indicating it was closed all the way. At that point, he inspected around the tissue to make sure it was in the target area. When pulling the firing trigger, he said he did not hear or feel any tactile feedback. During the firing process, plastic to plastic, he went to release the firing trigger and the device opened prematurely. At this time he noticed bleeding from the site. The surgeon said that part of the vein was stapled, but the distal part was not stapled. Used a clamp on the vein and converted to an open procedure. The surgeon used suture to over sew the vein to stop the bleeding. No blood products were required. The patient stayed two additional days in the hospital. The patient has been discharged and is doing fine.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the surgeon fired the device for the first firing with a white reload and stated that the device misfired. When the surgeon removed the device he observed that there was bleeding at the staple line on the renal artery. The surgeon made a decision to then convert to an open procedure to secure the staple line with suture and continued the procedure. No amount of blood loss has been confirmed, no units were given to the patient that is known at this time. The device was discarded. The patient is stable at this time but it is unknown if they are still in the hospital.